Event description:
It was reported the device was used during a breast biopsy. It was reported that after completing the biopsy the physician deployed a c1530 clip through a p1155 probe. No significant resistance was reported as he withdrew the stylet rearward. The clip applier was removed from the probe and a stereo image was taken. The digital image showed not only the clip in the breast, but also a bright white object right next to it. Upon examination of the stylet, the physician noticed the stainless steel tip was missing. The clip and the sleeve were left in the pt to mark the site.